Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole in the catheter is confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. The returned product sample was evaluated and a split was observed in the catheter tubing at the 6 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. A measurement for the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported 2024-09-09. Gi patient who received treatment number six with folfox. Patient gets a tingling sensation in the forearm and radiates down when approx. 60% of the infusion has taken place. The drip is paused, the piccline is flushed but needs to be pulled as the pain does not go away. Large hole is clearly visible at 6 cm. Piccline was inserted 1/7 in the brachial vein with secura cath. Pat returns 10/9 with no residual symptoms. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC inserted (B)(6) 2024 and removed (B)(6) 2024, total catheter length 42cm, inserted into the brachial vein, exit site 3cm, locked with saline and secured with securacath placed at 2.5cm. Dressed straight along the patient¿s arm. PICC was used for oncology (folfox). Not known if CT scan was completed with this PICC, no known occlusions. Leak identified by patient symptoms (pain, swelling), internal leak at the 6cm mark. PICC used for 69 days. No xrays available. Site cleaned with chlorhexidine solution poured from a bottle (5mg/ml chlorhexidine 100ml bottle). Additional comments: patient that felt pain in the arm and the stop the cytotoxic drugs and flushing with nacl. The pain remains and the pulled the piccline away.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported 2024-09-09. Gi patient who received treatment number six with folfox. Patient gets a tingling sensation in the forearm and radiates down when approx. 60% of the infusion has taken place. The drip is paused, the piccline is flushed but needs to be pulled as the pain does not go away. Large hole is clearly visible at 6 cm. Piccline was inserted (B)(6) in the brachial vein with secura cath. (B)(6) returns (B)(6) with no residual symptoms. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC inserted (B)(6) 2024 and removed (B)(6) 2024, total catheter length 42cm, inserted into the brachial vein, exit site 3cm, locked with saline and secured with securacath placed at 2.5cm. Dressed straight along the patient¿s arm. PICC was used for oncology (folfox). Not known if CT scan was completed with this PICC, no known occlusions. Leak identified by patient symptoms (pain, swelling), internal leak at the 6cm mark. PICC used for 69 days. No xrays available. Site cleaned with chlorhexidine solution poured from a bottle (5mg/ml chlorhexidine 100ml bottle). Additional comments: patient that felt pain in the arm and the stop the cytotoxic drugs and flushing with nacl. The pain remains and the pulled the piccline away.

Event description:
It was reported (B)(6) 2024. Gi patient who received treatment number six with folfox. Patient gets a tingling sensation in the forearm and radiates down when approx. 60% of the infusion has taken place. The drip is paused, the piccline is flushed but needs to be pulled as the pain does not go away. Large hole is clearly visible at 6 cm. Piccline was inserted 1/7 in the brachial vein with secura cath. Pat returns 10/9 with no residual symptoms. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.